Event description:
Paramedics responed to a person in cardiac arrest. The device was used with the standard hard paddles to deliver a shock but, according to the reporter, the device did not transfer energy to the patient and the operator smelled a burning electrial odor. The reporter stated that the device did not make a transfer sound when the discharge buttons were pressed. An AED from a responding fire engine was used to transfer the patient to the hospital and their outcome is unknown.